Event description:
It was reported that during follow-up of an asymptomatic patient, low impedance was observed on the right ventricular lead. The lead was capped and replaced. During the procedure, an insulation anomaly was observed. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information reported that the lead had also exhibited noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.